Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that there was no cerebrospinal fluid (csf) flow coming from the catheter. Patient felt like he was not getting the appropriate amount of drug. The surgeon felt it best to replace everything. The pump explanted along with the catheter was the surgeon's decision. There were no complaints with the pump. There was something wrong with the catheter. The event resolved and the system was fully functional now.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-sep-2026, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 19-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.